Event description:
It was reported that a revision surgery was performed due to implant movement.

Manufacturer narrative:
.

Manufacturer narrative:
The associated plate was returned and evaluated. Visual inspection showed burnishing of both the articulating surface and the backside of the insert. The posterior portion of the tibial post was deformed. The medial and lateral locking features, as well as the posterior locking tabs, show signs of deformation. This could have been caused in vivo or during removal of the component. Based on the analysis conducted, the exact cause of the reported complaint was unable to be determined. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.